Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl but while in emergency room customer was given steroids which caused the blood glucose elevated to 2800 mg/dl. The customer's current blood glucose is 128 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.